Manufacturer narrative:
D4; h4, 6: info anticipated, but unavailable at this time.

Event description:
It was reported that during an unknown procedure that the tip of the shears broke. Surgeon had to retrieve the piece of shear inside the patient. Another like device was used. There was no patient consequence.